Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that he received post-reset ram crc alarm and power loss alarm. The customer¿s blood glucose was unknown at the time of report. The customer reported that he had bit of a problem with his pump as it was eating batteries more than normal. In the past battery had lasted about three weeks. In 24 hours the customer changed battery day before reporting in the morning at 08:00 am and then he had to change it again at 11:00 pm same day in night. The pump alarmed power loss then post-reset ram crc alarm and the pump stopped delivering. The insulin pump will not be returned for analysis.